Manufacturer narrative:
Per the clinic, it was reported that the patient experienced an infection at the coil site (specific date not reported) and subsequently was treated with oral antibiotics (specific date and duration not reported). This report is submitted on may 03, 2023.

Manufacturer narrative:
This report is submitted on january 27, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.